Event description:
It was reported that the patient and caregiver contacted support regarding frequent low blood glucose while using the ilet, with the most recent value of 75 mg/dl and no symptoms, and they requested additional training to review targets. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no device alerts or alarms and no device malfunction identified based on user report. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.